Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode, reprogram pump settings, reconnect continuous glucose monitor, and return problematic pump using pre-paid label within 10 days, which customer acknowledged.